Event description:
Temporary mark cover fell off of pt prematurely and temporary mark faded because it was not protected. Pt had to be re-imaged in order to reapply the temporary mark.

Manufacturer narrative:
This lot of product was also packaged incorrectly which may have compromised the functionality of the product. The roll of product was placed backwards inside of the dispense resulting in product getting stuck inside the dispenser when trying to dispense.